Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device performed to specification during testing. Calibration tried but it didn't work. Chiller pump should be the problem. Functional check performed. New calibration, mtk and stk performed. Device without error. Because the issue was unconfirmed, risk review is not required. The reported issue was unconfirmed; label review is not required. DHR review is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the functional check failed because of a cooling issue. Cooling was too slow in an arctic sun device.

Manufacturer narrative:
Initial reporter complete phone number: (B)(6). Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, the functional check failed because of a cooling issue. Cooling was too slow in an arctic sun device.